Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came back for the dialysis after a couple of days of insertion in the jugular vein, it was found that the blue (venous) luer adapter had a crack and a leak was observed while drawing a blood. The catheter was not repaired but replaced with a competitor¿s catheter. No tego was utilized. No instrument was used to loosen or tighten the device. Chlorhexidine gluconate solution was the cleaning agent used on the device. There was no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came back for the dialysis after a couple of days of insertion in the jugular vein (prior to dialysis), it was found that the blue (venous) luer adapter had a crack and a leak was observed when dressing was removed and while withdrawing locking solution / blood through the syringe. There was an unspecified blood loss but no blood transfusion required. Flushing was done as per the protocol and nothing abnormal was seen before insertion of the palindrome catheter to the patient. No tego was utilized. No instrument used and hands was used instead to loosen or tighten (connect/ disconnect with blood tubing¿s with the luer adapter of the catheter). Chlorhexidine gluconate solution was the cleaning agent used on the device and typically on the adapters. Cleaning agent was allowed to dry as per the institution protocol. No ointment was applied. There were no other products being utilized with the device. There was no patient symptoms or complications associated with the event. The catheter was not repaired but replaced with a competitor¿s catheter and completed the treatment. There was no patient injury.

Manufacturer narrative:
Additional information:a4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts a syringe half filled with blood attached to the blue luer adapter. There is blood stains on the gauze underneath the catheter. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.